Manufacturer narrative:
(B)(4). Programming leading to inappropriate high voltage output. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardiac defibrillator exhibited a ventricular fibrillation induced by the dc fibber method. Also, programmed mode changes were noted. However, the device had not communicated with a programmer to enable the dc fibber method. No intervention taken at this time to address inappropriate programming. Patient was stable.

Event description:
New information received stated that the ventricular fibrillation induced by the dc fibber method was not a true ventricular fibrillation. There were no interventions made as the device was exhibiting normal function.